Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Insulin pump received with all operating currents within spec and passed error test and displacement test. No unexpected failed battery alarm anomalies noted. History download was successful using thds upload was successful. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with corroded battery tube, corroded battery cap, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm, customer stated that the battery cap contacts were corroded. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.